Manufacturer narrative:
A system log review cannot be conducted as the article did not provide any specific information regarding the procedure dates or da vinci system identifiers. Citation: hu, s., et al. (2025). Comparison of robot-assisted and video-assisted thoracic sleeve lobectomy in non-small cell lung cancer: insights from a high-volume center. Journal of thoracic disease, 17(4), 2174-2185. Https://doi.org/10.21037/jtd-24-1810. Section a3a: patient gender represents the majority of the patients in the robotic group. Section b6: patient lab tests and imaging studies are updated per majority of the patient's characteristics in the robotic group cohort. Section b7: the patient's medical history is updated per the majority of the patient's characteristics in the robotic group cohort. Section d: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the event site is recorded based on the location of the first author's associated hospital. While the exact site is unknown, this designation is considered an appropriate substitution. Section e: since this article was identified during a literature review by isi, rather than reported by the site, the corresponding author is designated as the initial reporter of the event. Section h10: refer to medwatch report (MDR) with MFR. Report #2955842-2026-15994 for MDR submission of the death reported in the same article.

Event description:
A review of a clinical article was conducted, which evaluated perioperative and long-term outcomes of robot-assisted thoracic surgery (rats) versus video-assisted thoracic surgery (vats) in patients with non-small cell lung cancer (nsclc) undergoing sleeve lobectomy (sl) procedures, and to explore the safety and feasibility of robot-assisted sl in patients following neoadjuvant therapy. A total of 347 patients with nsclc undergoing sl were enrolled in the study. A total of 78 patients underwent da vinci-assisted rats. A total of 269 patients underwent video-assisted thoracic surgery (vats). The article noted that after undergoing da vinci-assisted robotic surgery, multiple patients experienced complications including prolonged air leak, hydrothorax, pneumonia, empyema, and bronchopleural fistula, as well as cases requiring reoperation or readmission within 30 days. Five patients in the rats group had to undergo a conversion to thoracotomy and 2 patients required a blood transfusion. There were no specific da vinci device malfunctions reported, and no indication that isi products caused or contributed to any adverse event. Intuitive surgical, inc. (Isi) made attempts to obtain additional information; however, no further details have been received as of the date of this report.